Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Noted two atrial high rate episodes recorded but marker indication criteria of a 30 second post mode switch delay was not yet met for markers to be displayed. (B)(4).

Event description:
It was reported that during a implantable pulse generator (ipg) atrial high rate episodes ahr were observed twice and a check was run but there was no atrial marker. Device data was obtained, and revealed ahr episode is triggered 30 seconds after mode switch started, but in this case marker was not shown because marker indication criteria was not met. The ipg remains in use, and no patient complications have been reported as a result of this event.